Event description:
It was reported that "the (B)(6) forwarded a report from (B)(6) who stated that a patient who had a revision in 2005 had to have a second stage revision in 2006 due to an infection in the femoral tibial area". It was further stated that palacos was used in the first revision operation.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: catalog number: 72-4-1116, lot number: 06449901, scorpio ts tib insert. Catalog number: 77-4011, lot number: to4e1209, scorpio ts mod. Tib tray. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's infection.